Event description:
It was reported the catheter leaked when it was flushed with saline by a healthcare provider. The catheter was removed and there was a "big hole" in the catheter, about half of the catheter at the 2cm depth mark. The leak occurred while the device was in use on a patient and the patient was not harmed. No medical intervention was needed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.